Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on the electronic assembly. Unable to verify number 3 anomaly on the screen due to blank display. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call, the customer went into the pool with the insulin pump. Now the device has a continues tone and a number three on the screen. Customer's father didn't know the customer's blood glucose level, but at breakfast it was 186 mg/dl. Moisture was visible at the top of the lcd screen. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.